Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer also reported the insulin pump was unresponsive. Customer stated they were caught in a rainstorm, but was unsure if the insulin pump was exposed to moisture. It was also found the customer had scratches present on the insulin pump's screen. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 161 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display. The problem was isolated to the lcd board. The pump also had minor scratches on the display window.